Event description:
Per letter received from attorney, the wheelchair allegedly stopped abruptly in an area of broken pavement on a sidewalk, lurched forward and threw the user over the seat belt and onto the sidewalk. The user sustained a subdural hematoma, a fractured left ankle, a hairline fracture of their knee and multiple fractures of both shoulders.